Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse completed a simulated treatment with a trainer and testing catheter without any issue. Immediately after the simulated treatment the unit failed all the manifold, pim section, leak, and membrane tests. The fse proceeded with the preventative maintenance (pm). The safety disk was replaced on the unit to resolve the issue. The unit passed all functional and safety tests to factory specifications. The unit was returned to the customer cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed a leak test. There was no patient involvement, and no adverse event was reported.

Event description:
It was reported during daily checks that the cardiosave intra-aortic balloon pump (iabp) failed a leak test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Tel. Number - (B)(6).